Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 12°, hd, autoclavable was dark. And had a broken fiber optic. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection, and reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to improper handling and application of excessive force. Olympus will continue to monitor the field performance for this device.